Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the distal end of main tube had various scratch marks with light material removal with a section missing material measuring roughly .171 x.077. Other sections of the main tube material was still intact when flattened down material lifted covers exposed area. No other was damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the thoracic grasper instrument, it was noted that the instrument was damaged. No missing or fallen pieces were reported. On (B)(6) 2014 intuitive surgical inc. (Isi) contacted the site and it was clarified that the damage to the instrument was gauges on the distal end of the instrument insulation.